Event description:
It was reported a spectrum pump displayed a "door not closed message" when the door was not closed properly. It was also reported there was no patient injury.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported door alarm which was not reproduced. The door was found physically hard to close which is a known contributor to the close door alarm. The device was reworked to correct this condition.